Manufacturer narrative:
Evaluation of the returned component found no signs of fracture. The bone cement material was fully adhered to the tibial tray as well as bone material residue on the bone cement. It was noted that the revision was due to patient falling. This is most likely cause for revision.

Event description:
It was reported the patient underwent a right partial knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to a fractured tibial tray after the patient fell. All components were removed and replaced with a total knee system.

Manufacturer narrative:
This follow-up report is being filed to correct information and to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported the patient underwent a right partial knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to a fractured tibial tray. All components were removed and replaced with a total knee system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.